Event description:
The customer reported via phone call that they had visited their endocrinologist and their blood glucose was running low in the mornings in the 50's mg/dl. Customer needed assistance with changing the basal rate. Customer declined troubleshooting for their low blood glucose. Customer stated that they would monitor their blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.